Manufacturer narrative:
Event and therapy dates are estimated. During process of this complaint ,attempts were made to obtain the weight of the patient but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2020-00123, 3006705815-2020-00124. It was reported that patient had ineffective coverage of pain relief. Patient had been programmed previously but the issue persisted. To address this issue patient had the system explanted. Further information was requested but not obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.